Manufacturer narrative:
The devices were not returned for analysis. Emboli, hemorrhage and death are known inherent risks of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related events. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following adverse event through literature review of ¿impact of balloon-guiding catheter location on recanalization in patients with acute stroke treated by mechanical thrombectomy¿. The mean age of the patients was 69.5 - 12.8 years (male/female ratio - 52:50). Overall successful recanalization was achieved in 88 of 102 (86.3%) patients. 24 patients did not have successful recanalization. Post the mechanical thrombectomy intervention, the following adverse events were identified: emboli to new territory occurred in 5 patients. Symptomatic hemorrhage occurred in 7 patients. Mortality occurred in 15 patients.